Event description:
A report was received that a pt was randomly getting shocked when the stimulation was turned on. The pt would feel a jolt when he was walking, sitting or sleeping. The pt would feel the jolt all through his body and it would emanate in his spine. The bsn sales rep met with the pt and reported that the entire paddle lead may have been pulled down and 4 contacts slipped out of place. In addition to this, part of a contact was sticking out of the ipg from the lead. An x-ray was taken and the physician decided to do a pocket revision.